Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/5/2021, it was reported by a sales representative that when the surgeon used the ar-8400td, the blade of the shaver broke of into the joint space of the patients knee. The fragment was removed using suction. This was discovered during use in a knee arthroscopic on (B)(6) 2021. The case was completed with a new ar-8400td.